Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection, cartridge of curve cutter didn't put agraphia¿s on distal line but only on proximal line when fired. No delay to the surgery. No fragments generated. The procedure was successfully completed with no patient consequences.